Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the guide wire was withdrawn after the placement of the stent. And stated that the stent was removed when it was found to be broken. And the stent was replaced with a new stent in the patient. Per follow-up information received via ibc on 09may2022, stated that there was no injury or impact caused to the patient.

Manufacturer narrative:
The reported event is confirmed, cause unknown. No physical sample was returned, however, a photo sample was submitted. The stent was observed to be broken in two pieces. A potential root cause for this event could be, "material selection". The device was used for treatment purposes. As no sample was returned for evaluation it is unknown if the device had met relevant specifications or resulted in the reported event. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. Based on the results of the investigation no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." "Directions for use: 1. Determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram. Accurate measurements will optimize drainage efficiency and patient comfort. 2. Insert the cystoscope then pass the guidewire* through the scope until the tip is in the renal pelvis. 3. Move the pigtail straightener over the proximal end (kidney coil end) of the ureteral stent allowing easier insertion onto the guidewire. Remove pigtail straightener once the stent is secure on the guidewire. 4. Pass the stent over the guidewire through the cystoscope by using the push catheter for proper placement. 5. Watch the distal end (bladder coil end) of the stent or the radiopaque, proximal end of the pusher. Stop advancing when the stent¿s distal end marker reaches the ureterovesical junction (uvj). 6. Withdraw the guidewire slowly. The stent will form a pigtail automatically. 7. Carefully remove the push catheter. "*activate the guidewire coating according to the ¿instructions for use¿ found within the guidewire packaging." Correction: g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the guide wire was withdrawn after the placement of the stent. And stated that the stent was removed when it was found to be broken. And the stent was replaced with a new stent in the patient. Per follow-up information received via ibc on 09may2022, stated that there was no injury or impact caused to the patient.